Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip didn't form normally. Another instrument was used to complete the case. There was no consequence to the pt.